Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to take various troubleshooting steps, such as disconnecting tubing and delivering boluses, but occlusion alarms persisted. Consequently, the customer reverted to using multiple daily injections (mdi) until a replacement pump could be provided, as recommended by clinical support, who also confirmed the action plan and organized the pump replacement.